Event description:
It was reported via repair work order that the bed had no electrical controls or nurse call function due to a damaged pendant. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.